Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly got stuck in the sheath after inflation and retraction. It was further reported that the scoring wire of the pta balloon allegedly deformed. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the sheath. It was further reported that the wires were not tightened enough so they build up a wave when passing through sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 035 device was returned for evaluation. The device was received with kinks noted beneath the balloon material. An attempt was made to insert a guidewire through the device however this was unsuccessful due to the kink in the device. Therefore, further functional testing was not available. The device was returned to the manufacturing facility to investigate the gap in the wire slack. It was determined although the wire slack appeared large, this is likely due to the kink in the catheter. When the kink in the catheter was straightened, the scoring wire slack reduced and was within manufacturing specification. Therefore the investigation is confirmed for the reported material deformation, as a kink in the device was identified causing the wires to be loose when the device was bent due to the kink. However the investigation remains inconclusive for the reported sheath removal issues as the device was unable to be functionally tested due to the kink in the catheter. A definitive root cause for the material deformation and sheath removal issue could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.